Event description:
Summary report on smiths medical 3500 and 4000 infusion pumps. We have incurred a total of 37 failures of the "supercap" backup power source over the last year's time. This is a fatal failure which causes the pump to not function. When it occurs, the only recourse is to return the pump to smiths for main printed circuit board (pcb) replacement.